Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was driving to airport to pick up his girlfriend when he started "feeling off" around 6:15am. He remembered waking up in an ambulance. The patient lost consciousness, while he was in an incoherent state, he was involved in a vehicular collision. He was informed his vehicle collided with another vehicle. The cgm reading was 80 mg/dl but the ambulance measured the bg at 28 mg/dl. He was transported to the ER where they kept him for a few hours until he stabilized. There they performed an x-ray. They did not find any damage or broken bones. The patient was treated with IV medication in both ambulance and ER. The patient stayed less than 24 hours at the ER. At the time of the report the patient was undergoing physical therapy and doctor's check-ups to manage pain. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.